Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged that the pump "malfunctioned" intermittently and customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Date of event is approximate.